Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible in the guide wire lumen, on the balloon, stent implant and shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There was no damage noted to the hub. There were no cracks in the hub as reported. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket were separated 41.4 cm distal to the strain relief tubing. The fracture face was ovaled shaped as if kinked prior to separation. The hypotube jacket was stretched at the separation. There were two kinks in the hypotube 3.1 cm proximal to the separation and 3cm distal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since this damage was not reported in the incident information, the shaft may have kinked during preparation or during packaging, handling and return to abbott vascular for analysis. Further manipulation would have contributed to the shaft separating. The reported hub damage could not be confirmed; however, a conclusive cause for the noted hyptoube separation could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that during preparation of the rx vision 3.5 x 23 stent delivery system, the hub cracked as the physician was tightening the syringe in place on the hub. The device was not used and there was no patient involvement. A second rx vision was used successfully. Though requested, no additional information was provided. Subsequent to the initial report from the account manager, the device was received by the quality department and found to have a hypotube separation 41.3 cm distal to the strain relief tubing.